Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on 1/25/2021. Section h3: device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification revealed, what appeared to be dried blood. And viscoelastic residue on the optic body and haptics. And that the lens was received cut in half. Which is consistent with a lens, that was handled during removal and replacement. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed, no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Information unknown, not provided. The intraocular lens was removed and replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens (iol) optic tore upon insertion into the patient's left eye. Lens was removed and replaced with a same model and diopter lens during the same procedure. There was no additional surgical intervention required. Patient outcome was reported to be fine post operatively. No additional information provided.